Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
Per the clinic, the patient experienced an extrusion and infection (treatment of the infection unknown). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). Subsequently, the patient also underwent 2 revision surgeries under general anesthesia (specific date not reported) to relocate the receiver stimulator/coil to an area where there was better skin quality and to cover up the site. This report is submitted on october 26, 2023.